Event description:
It was reported that the serial number of an mdt pacing was sent on the identification card, but the patient was implanted with a complete abbott system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).